Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer called into bd tech support requesting a log review. The customer alleges that there was a drug miscalculation. There was patient involvement but no harm. The customer provided additional information on 19 january 2025. The event date was between (B)(6). The drug was routine precedex 400mcg/100ml (4mcg/ml) and was scanned. The customer had the following question: "I would like to know what weight was entered on (B)(6) when the drip was started and if the weight was ever changed between (B)(6) through (B)(6). What was the drip started at and what was mcg/kg/hr on the pump.".

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-03719 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2026-03721 and 2016493-2026-04109.

Event description:
It was reported that the customer called into bd tech support requesting a log review. The customer alleges that there was a drug miscalculation. There was patient involvement but no harm. The customer provided additional information on 19 january 2025. The event date was between january 11th-14th. The drug was routine precedex 400mcg/100ml (4mcg/ml) and was scanned. The customer had the following question: "I would like to know what weight was entered on (B)(6) when the drip was started and if the weight was ever changed between (B)(6) through (B)(6). What was the drip started at and what was mcg/kg/hr on the pump."